Event description:
A surgeon reported that a toric lens rotated following intraocular lens (iol) implant surgery causing an unexpected postoperative outcome. Additional information was received from the surgeon, who indicated the event resolved with a secondary procedure to rotate the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).